Manufacturer narrative:
The customer reported 4 pods alarming and receiving a message on the pdm to remove the pod. The customer states the pods seemed to overheat and the wiring of the pod appeared burnt. The customer was on holiday in the caribbean when the events occurred. No medical treatment was required as a result of the event. The omnipod dash user guide states, "caution: do not use sprays, strong detergents, or solvents on or near your pod. The use of spray sunscreen, deet-containing bug spray, personal care sprays, and other aerosols, detergents, and strong chemicals on the pod can irritate the infusion site or damage the pod, increasing the risk that the pod housing will crack. Pod damage may result in the ingress of external fluids which can impact the ability of the pod to function properly. This may result in the over-delivery or under-delivery of insulin, which can lead to hypoglycemia or hyperglycemia". Since insulet has not received the device and no lot number were communicated, no evaluation or review of the release records could be performed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It has been reported that patient was on holiday and noticed the wiring of the dash pod looked 'a bit burned' and an alarm was heard. The patient resides in the netherlands but was travelling in curaçao at the time of the event. This happened with 4 pods. This is report 1 of 4.